Event description:
It was reported that the 9800 system had popping noise during x-ray in a procedure. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The x-ray tube and the high voltage circuit assembly were replaced during the service call. The system was tested and found to be working as intended and put back into service.